Event description:
It was reported that the patient was admitted through the emergency room on (B)(6) 2008 for severe incapacitating back pain. He was at work at approximately 2 a.m. And had the onset of the severe back pain and spasms. He was previously seen in the clinic as an outpatient earlier in (B)(6) for lumbar degenerative disk changes at l4-l5 and l5-s1, but had no neurologic impingement such as disk herniation or stenosis (B)(6) 2008, patient underwent l4-l5 bilateral laminectomy, bilateral lateral transverse fusion l4-s1 using medtronic pedicle screws and rods, local bone graft and bmp. (B)(6) 2009, patient reports having continued severe low back pain with stiffness when moving. Unable to return to work and has agreed to pain management for further treatment. States pain never subsided since original surgery. Has completed a series of epidural injections with little relief of pain. (B)(6) 200, continued low back pain since (B)(6) 2008 post fusion. He has severe back pain which radiates down the posterior aspect of the leg to the foot. He states that he really has not seen much improvement in his symptoms after the surgery. Emg and nerve testing conducted. (B)(6) 2009, the patient underwent anterior interbody fusion l3-l4, l4-l5, and l5-s1, with removal of hardware; implantation of cages to l3-l4, l4-l5 and l5-s1; anterior plating l3-l4, l4-l5 and l5-s1. Diskectomy l3-l4, l4-l5 and l5-s1. (B)(6) 2009, MRI indicated there appears to be extension of the fusion to the l3-l4 level on the MRI without laminectomy at l3-l4. Minimal scar formation and questionable fluid collection with mild signal enhancement is seen in the soft tissue of the dorsal back, suggesting the dural sac mildly at l5-s1, but there is not impingement on the dural sac seen. This probably represents scar. Minimal fluid seen which is not enhancing in the soft tissue of the back in the l4-l5 areas bilaterally. Minimal impingement on fat and fluid about the bony neural foramina at l4 and l5. (B)(6) 2011, continued low back pain being treated with oxycontin 40mg-12hrs. Diagnosis show lumbar radiculitis/failed back syndrome. Degenerative lumber disc disease patient reports on (B)(6) 2012, he has continued low back and leg pain which is located across the lower back and radiating down the right leg. It seen by pain management for low back pain medication management.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.